Manufacturer narrative:
At this time product has not yet been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that his adc freestyle libre sensor fell off after 8 days of wear and he subsequently experienced symptoms of blurred vision and "no energy". The customer further reported that he "did not know what his glucose readings were" and presented to an hcp on (B)(6)2019, who treated the customer with humalog insulin and prescribed metformin for maintenance medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc freestyle libre sensor fell off after 8 days of wear and he subsequently experienced symptoms of blurred vision and "no energy". The customer further reported that he "did not know what his glucose readings were" and presented to an hcp on (B)(6) 2019, who treated the customer with humalog insulin and prescribed metformin for maintenance medication. There was no report of death or permanent impairment associated with this event.